Event description:
Customer on kvo for about 10 minutes prior to the injection. Technician checked the IV site, then started the injection. Technician stated about 30ml of contrast and 10ml of saline extravasated into the patient's hand. Morphine was administered to the pt for the pain. Pt has to undergo plastic surgery.